Event description:
During an in clinic follow up, episodes of noise resulting in oversensing and pacing inhibition were noted on the device. It was noted the patient experienced pre-syncope during the pacing inhibition. Technical support was contacted and suspected myopotential oversensing. Technical support recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.